Event description:
It was reported that an ilet bionic pancreas displayed alert 36 indicating an invalid hall sensor state, which stopped insulin dosing until the user noticed and subsequently switched to backup therapy and later reported the alert was no longer observed and decided to not return the device. Symptoms included hyperglycemia with a reported peak of 300 mg/dl lasting about one hour, without ketone testing, medical intervention, or need for assistance. Outcomes included transient elevated blood glucose without hospitalization or serious injury. Customer care provided support that included customer support troubleshooting and cancellation of return material authorization (RMA). Investigation of this case revealed an intermittent device malfunction associated with the insulin delivery system¿s hall sensor state, consistent with a restart or malfunction condition. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to the transient nature of the alert and lack of confirmatory device evaluation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.